Manufacturer narrative:
There was no product evaluation as affected unit was not returned for evaluation; therefore, a product non-conformance or device failure could not be confirmed. Complaints incidence for blood clots will continue to be monitored, and applicable actions will be taken as required. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Without return of the device, a root cause could not be determined. As part of the manufacturing process 100% of the units go through flow and leak test inspection. The lot number was not provided thus a device history record was not reviewed.

Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo,dqe, kra.

Event description:
It was reported that during use the swan-ganz ccombo v had clotting issues. The swan-ganz is not available for evaluation as it was discarded. No patient harm was reported.